Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-02097.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using penumbra coils 400 (pc400s). During the procedure, the physician placed five pc400s in the target vessel using a non-penumbra microcatheter. While attempting to advance a new pc400 into the microcatheter, the physician experienced resistance at the tip of the pc400 introducer sheath and the pc400 would not advance further; therefore, it was removed. It was reported that the same issue occurred with the subsequent pc400. The procedure was successfully completed using 20 other pc400s and three non-penumbra coils. There was no report of an adverse effect to the patient.